Manufacturer narrative:
Patient weight reported as (B)(6). Additional product codes: hrs and hwc. (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. Manufacturing location: (B)(4). Manufacturing date: november 17, 2014. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision was performed on (B)(6) 2015. Removed hardware includes a broken 12-hole variable angle locking compression plate (va lcp) plate. The patient presented with four days of worsening pain. The patient was revised to a longer 16-hole plate. The original implant date was (B)(6) 2015, for a fractured right periprosthetic leg. There were no fragments or surgical delay. This is report 1 of 1 for (B)(4).